Event description:
A renegade hi flo catheter was used for therapeutic purposes. During the procedure, the microcatheter fractured inside of the guiding catheter. Both devices were removed without any issue.